Event description:
It was reported on (B)(6) 2022 that the patient originally underwent surgery for a subtrochanteric femur fracture in (B)(6) 2022, treated with a tfna nail, helical blade, and locking screw. The fracture went on to non-union and the nail fractured at the proximal helical blade aperture. On (B)(6) 2022, the nail, helical blade, and screw were removed without incident. A new tfna nail, helical blade, and locking screw were inserted. This report involves one tfna fenestrated helical blade 90mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: procode: additional product codes: ktt. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.